Manufacturer narrative:
(B)(4).

Event description:
The customer reports at the end of the surgery, during extraction, the tip of the catheter remained inside of the artery. Intervention - extraction of the tip of the catheter.

Event description:
The customer reports at the end of the surgery, during extraction, the tip of the catheter remained inside of the artery. Intervention - extraction of the tip of the catheter.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned an arterial catheter for evaluation. The catheter was separated into two parts and had signs of use in the form of biological material. Visual inspection revealed the catheter body was separated just below the juncture hub. No other defect or anomalies were found. Microscopic examination revealed the edges at the point of separation of each piece of the catheter were smooth and appeared to have been diagonally cut. The appearance is consistent with a catheter that has been cut by a sharp object. The catheter tip was typical in appearance to a used catheter. The separated piece of the catheter containing the juncture hub measured approximately 1.065" and the separated piece containing only the body measured 1.50". This brings the total length of the catheter to 2.565", which is within specification. Therefore, none of the catheter appears to be missing. The inner and outer diameter of the catheter were measured and were found to be within specification. The inner diameter of the catheter tip was also within specification. A device history record review was performed and no relevant findings were identified. The instructions for use provided with this kit warns the end user not to use scissors to remove dressing to minimize the risk of cutting catheter. The IFU also warns that care should be exercised that the indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter. Also, suturing should not be done directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities. The customer complaint that the catheter was separated was confirmed during evaluation of the sample received. The catheter's point of separation had smooth edges, appeared diagonally cut, and showed no signs of stretching. The appearance of the separation is consistent with material that has been cut/sheared by a sharp object. The catheter met relevant dimensional requirements, and a device history record review did not reveal any manufacturing related issues. Based on the appearance of the separation, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports at the end of the surgery, during extraction, the tip of the catheter remained inside of the artery. Intervention - extraction of the tip of the catheter.